Event description:
Patient reported attempting to administer a 6.5 unit bolus, but the device stopped at 5.2 units. Patient indicated that she then checked the device history and it indicated that 6.5 units had been administered. Patient indicated that the blood glucose reading were erratic (300 mg/dl to 55 mg/dl).